Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier: (B)(6). Weight unknown / not provided.

Event description:
It was reported that some time after implant surgery, the patient felt discomfort and numbness in the site. The doctor noticed that implant was placed too close to the nerve and decided to remove it.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D9: device available for evaluation change ¿no' to 'yes'. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite® tapered certain® implant 3.25 x 8.5mm (xifnt3285) was returned for investigation. Visual inspection of the as returned product identified minor markings due to placement and handling but no evidence of any damage. Device was measured with calipers and was verified to be within specifications where measured. Device history record (DHR) review was completed for the subject lot number: (2019072114). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (2019072114) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.